Event description:
An mhra user report has been received reporting that the patient had been hospitalized with diabetic ketoacidosis (dka) approx 2-3 years ago (mhra ref (B)(6). Specific blood glucose levels were not provided. It was also reported that recently the products received were out of date and observed to be contaminated. The patient reports they have been hospitalized again with dka. Additional information on the event has been requested.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.